Event description:
Neurosurgeon reported to company rep that after use of dural membrane substitute a pt developed an infection. Md indicated to co rep that he was researching the cause of the infection.